Event description:
Report received of an underdelivery of an unspecified pain medication. The device was programmed for pain management therapy in the bolus only mode. Reportedly, the device delivered a bolus does between 1.1ml to 1.3ml instead of the expected 1.5ml. Though requested, other prgram settings, including loading dose, drug concentration, bolus lockout, 4-hour dose limit, and container size, were unspecified. There was no reported adverse pt event. Though requested, no add'l info was available.